Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), ubd: , UDI#: (B)(4)h3: analysis of the 97755 recharger (rtm) serial number (B)(4) revealed intermittent poor recharge quality. No anomalies were visually observed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA (B)(4) action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said the controller was not fu nctioning properly and pt getting a lot of error messages. Pt stated the controller says battery completely out and then the pt resets controller and then controller says battery full. Pt mentioned when connecting to recharge the implant, the controller said battery empty cannot continue recharge controller. Pt then resets controller and it works properly. Pt also mentioned seeing screen that controller cannot locate implanted unit. Pt then stated they see error screen system problem, rm04 cannot continue please call mdt. Pt mentioned these issues happen when they have the recharger plugged in. Agent instructed pt to inspect recharger cord and pins but they did not see any physical damage. Pt inspected controller port and said the plastic piece around the compartment wiggles a little, but that the battery pins are fine. Pt mentioned they had no issues charging their controller from the wall. Pt stated their recharger does get hot on their skin when recharging. As agent was troubleshooting, a screw fell out of the back of the controller. The issue was not resolved. An email was sent to the repair department to replace the recharger and controller. The caller also had a damaged intellis belt. An email was sent to repair to replace the belt. Pt stated the belt stitching was falling apart where the velcro strap that keeps the recharger cord in place is. Pt stated the issue happened probably 3-4 months ago.